Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose of 600 mg/dl at the time of incident. The customer's current blood glucose is 247 mg/dl. The customer was treated with medication. Based on customer report customer did not allege the insulin pump was under delivering. The insulin pump will not be returned for analysis.